Manufacturer narrative:
Product evaluation: the lens was returned adhered in solution to a small blue sterigage steam chemical integrator inside a plastic specimen cup in a bag. The optic is torn/cut into two portions. One portion of the lens is adhered in dried solution atop the other portion. Each optic portion includes a whole haptic. The haptics are undamaged. Product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge, handpiece, and viscoelastic combination with the lens. Root cause: the root cause cannot be confirmed for the complaint of "unhappy with distance vision". The lens was returned in two pieces adhered atop one another. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The file indicated the non-toric lens model 21.0 diopter lens was removed and replaced with a different manufacturers toric lens model 21.5 diopter. This information may suggest that the complaint is unrelated to the complaint lens. The lens model is not designed as an astigmatism correcting lens model. The replacement lens model may have been considered to be an improved selection for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with her distance vision and experienced rings. The iol was exchanged 5 months following the initial procedure for another lens with half a diopter more power. The patient issues have resolved. There are two medical device reports associated with this event. This report is for the left eye.